Event description:
Caller reported symptoms of hypoglycemia with an aviva system blood glucose result of 40 mg/dl. She reported she had eaten some chocolate 'right before' the 40 mg/dl result. Customer called the paramedics herself, reported they had readings of 185-186 mg/dl and 207 mg/dl within 10 minutes of the 40 mg/dl result. The customer received unspecified treatment from the paramedics. No adverse event was reported relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.